Event description:
Prescriber reached out upon receiving this renewal request to explain that the patient is now deceased hcp did not consent to follow up. (B)(4) no additional information provided or available regarding this report.